Event description:
It was reported a patient presented in clinic with episodes of non-sustained lead noise that showed crosstalk. Programming changes were made, and device remains implanted.

Event description:
New information received notes that via remote transmission, cross-talk was observed on multiple non-sustained rv oversensing egms. Programming changes were made. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.